Manufacturer narrative:
As of this date, this system remains implanted and in service. Should additonal information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Technical services reviewed the data. The information received indicated that there may be a lead issue. Further lead integrity testing was recommended.

Event description:
Additional information was obtained: a review of the data was performed. Four ventricular tachycardia/fibrillation episodes were recorded on the date of the cardiac arrest. Ventricular undersensing was confirmed. It was thought this was due to the variation in the r wave amplitude and width of complexes. Trends of the rv intrinsic amplitudes, impedance and shock impedance were stable and within normal range. It was concluded the device functioned as programmed and designed.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead experienced a cardiac arrest and was successfully resuscitated and hospitalized. Interrogation revealed an arrhythmia episode not recognized as ventricular fibrillation (vf). Antitachycardia pacing (atp) was delivered, however no shocks had been delivered. It was thought this was related to undersensing. The sensitivity was reprogrammed from 0.6 mv to 0.3 mv. An internal technical service consultant was provided with the data for further review.

Event description:
Additional information was obtained: during a follow up visit, interrogation revealed normal measurements. No signs of a lead problem were observed during provocation. No programming changes were made. A save all to disc was provided to technical services.